Event description:
Patient presented back to the physician for re-evaluation following CT scan results, which confirmed that the stimulation lead was intra-laryngeal. Physician brought the patient into the or, removed the stimulation lead, placed a new stimulation lead, re-sutured, and closed. Patient returned for a post-procedure follow-up appointment and showed resolution. The physician noted no signs of laryngeal damage and had no ongoing concerns.

Event description:
Patient presented to the physician with voice hoarseness. Physician inserted a camera down the patient¿s esophagus and found that the stimulation lead had potentially migrated into the larynx. Physician suspected the larynx may have been punctured during tunneling. Physician prescribed medication and ordered a CT scan. Physician will review the results and re-evaluate the next steps. An update to this report will be provided after the CT scan.